Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the leadless implantable pulse generator (ipg) dislodged. It was also reported pacing failure occurred on the day of implant. The leadless ipg was explanted the following day and replaced with a transvenous system. No patient complications have been reported as a result of this event.